Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available, and without device evaluation.

Event description:
It has been reported that the camera head becomes extremely hot, causing the protective film to melt. The heat development increases with time. The camera head was then wrapped with a towel during the surgery so that it could be held in the hand. The last procedure was a laparoscopic appendectomy, but this was changed to an open procedure. Laparoscopic surgery time was about 30 minutes. No further information received.